Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of fulminant hepatitis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with juvederm vista voluma xc in the ck3/t1 and juvederm vista volift xc in the nl2, 3/m1, 2, 3. Right after each injection, they would developed symptoms of discomfort, vomiting, and the liver function reached 4 digits as symptoms like fulminant hepatitis, deemed not related to the device but due to herbal medicine (bofutsushosan). Patient would recovered in a few days. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00734 (allergan complaint #: (B)(4)). This MDR is being submitted for the suspect product, juvederm vista voluma xc.